Manufacturer narrative:
The patient was born on an unreported date in 1985. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was described as ¿the patient was exposed to poor environment/source of water (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment with unspecified antibiotics (doses, frequencies and routes were not reported). Fifteen days after onset, treatment with antibiotics was discontinued, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.